Event description:
Healthcare professional reported that approx 49 months post implant the valve was removed due to a paravalvular leak. A hole is present between the "dacron" cloth and the valve. The leaflets look normal and flexible. The valve was returned for analysis.